Manufacturer narrative:
H.6. Investigation summary a complaint was received from a customer regarding the results obtained when processing covid samples using their bd max system and a bd max partner assay (445003 - sars-cov-2 assay for bd max¿ system). The customer claimed that the instrument contributed to false positive results. Bd service collected the customers instrument database for review. R&d engineering determined that a variety of contributing factors had likely caused the false positive results observed by the customer. Reader normalizer drift of approximately 5% (which is near the upper threshold for what is considered typical) combined with optical crosstalk between the rox and cy5 channels of approximately 4-5% (also slightly above typically observed values for the assay of 1-2%) were observed to cause negative samples above the cut off for positivity. A higher than expected initial background fluroescence value for the affected reader also contributed to indeterminate results. Service was dispatched and replaced the affected reader assembly (a side) with one that was specifically tested for these factors in addition to typical manufacturing tests (under deviation for additional testing). The replaced reader assembly has not yet been received for examination. However, the complaint is confirmed based on the database review. A related and similar new complaint has been initiated pertaining to samples processed on the b side reader assembly. Complaint trend data was reviewed. False positive related complaints are trended under the code "results". Based on the last 12 months of complaint data, an average of 19 "results" complaints are received per month. During the prior month, 21 such complaints were reported which were below the respective trending levels (action / alert; 25 / 30). No trends were identified as a result of this investigation. A related trend for results errors caused by normalizer drift was previously detected and CAPA 1342708 was initiated. The bd max instrument risk file was also reviewed. No trends, new risks, or new hazards were identified as a result of the complaint. No further actions are required at this time. Quality will continue to monitor for trends.

Event description:
It was reported that while using the bd max¿ instrument a false positive result was obtained by the laboratory personnel. Customer did not release the results they repeated the specimen samples. No patient impact reported the following information was provided by the initial reporter: ¿customer reports two runs having extremely jagged curves, customer is not accepting them as true positives.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional 510k number: k130470.

Event description:
It was reported that while using the bd max¿ instrument a false positive result was obtained by the laboratory personnel. Customer did not release the results they repeated the specimen samples. No patient impact reported the following information was provided by the initial reporter: ¿customer reports two runs having extremely jagged curves, customer is not accepting them as true positives.¿